Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified the peek housing broken with metal exposure. Initially it was reported that before the procedure, the tip of the catheter was found bent (no exposed wires). A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The damage did not result in any lifted or sharp rings. It was unknown if there was any resistance or difficulty during insertion or removal of the catheter. Unused sheath. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 25-oct-2023, the peek housing was broken and metal exposure was observed. This event was originally considered non-reportable, however, bwi became aware of the peek housing broken with metal exposure on 25-oct-2023 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) medical. The investigation was completed on 25-oct-2023. A video was received for evaluation following biosense webster's procedures. According to video provided by the customer, the tip was observed bent and no sharp edges or wires exposed could be confirmed due to video quality. The customer complaint was confirmed based on the video received. The catheter was returned to biosense webster (bwi) for evaluation. Bwi then conducted a visual inspection of the returned catheter. Visual analysis of the returned catheter revealed that the peek housing was broken and metal exposure was observed. This condition could be caused by manipulation applied to the device; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the photo provided. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿bent tip¿ issue. Manufacturer's reference number: (B)(4).